Manufacturer narrative:
A review of returned product from the customer was performed. Nine unopened samples were visually inspected, 3/9 samples were found with the fitting luer or flush cap detached from the pvc tubing. In the case of the catheter tube detaching from the hub, the device used on the patient was not returned. The complaint was unable to be confirmed. Customer reported complaint cc # (B)(4) catheter shaft was detached from the female lure connector, that complaint was confirmed. Customer returned unopened sample under the complaint number (B)(4). The evaluation was unable to duplicate shaft detaching from the luer connector. The customer used similar event description used in the complaint (B)(4). The exact root cause is unable to be determined with the confidence. The customer returned 9 unopened samples for evaluation, none were found with any detached catheters in the sealed tray. The customer did not return the actual device used. No corrective action is required at this time, because a manufacturing defect could not be confirmed.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
5 days catheter placement in the body, the catheter shaft was detached from the female lure connector (hub). In the afternoon, blood leak was found at the puncture site, at first. Then, it was found that the catheter shaft was detached from the lure connector and the catheter shaft was left in the body. After that, the catheter shaft was retrieved by a procedure.